Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03652, 1627487-2019-03653. It was reported that after an unrelated surgery, the patient was experiencing ineffective drg stimulation which programming did not resolve. Surgical intervention occurred to explant the system, which addressed the issue.